Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
It was reported that the patient had a skin irritation "on both sides" and under the front therapy electrode pad. The patient reported that she notified her doctor and has not been wearing the device due to the irritation. During a follow up it was reported that the patient spoke to her doctor who recommended that the patient use cortisone cream on the irritation. The patient reported that the irritation was improving with the use of the cream.